Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that when removing a deltec® gripper plus® power p.a.c. Safety huber needle, instead of clicking into the safety, the needle pulled all the way back past the safety, exposing the needle. The nurse also observed the "hinge below" was broken. No injury to patient or clinician was reported.